Event description:
Additional information received indicated that the implantable cardioverter defibrillator was explanted and replaced. The patient had no consequences.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) was explanted.

Manufacturer narrative:
Correction: d6b, explant date should have been (B)(6) 2025 instead of (B)(6) 2025.

Event description:
Additional information received confirmed that as a temporary resolution the patient was given a wearable cardioverter defibrillator.

Event description:
It was reported that upon review of remote transmission the implantable cardioverter defibrillator (ICD) was noted to reach charge time limit and exhibited capacitor maintenance time out. No resolution performed. There were no patient consequences, and the patient would continue to be monitored.